Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29th january 2026, it was reported by an arthrex employee via email that for an ar-1588r-ib, acl repair tightrope®, with internalbrace¿ ligament augmentation, the acl repair tightrope tab (step 3) failed to pull through button - nitinol would not advance through tightrope button so the surgeon had to cut it off. This was detected during an unspecified procedure on (B)(6) 2026. (Requesting further information from complaint initiator).